Event description:
It was reported that the user received an occlusion alert on the ilet while using an inset infusion set, had changed all supplies except the infusion site, and did not observe drops during initial tubing fill until guided to disconnect and complete a proper fill, after which drops were seen and the issue resolved; the reported problem was consistent with obstruction of flow and involved the connector/coupler component, and the user¿s blood glucose was 219 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow at the connector/coupler and an incomplete initial tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.